Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is not holding charge. It was also reported that the pdm is warm to the touch.

Manufacturer narrative:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is not holding charge. It was also reported that the pdm is warm to the touch. A battery was returned with the device. Initially, the pdm did not power on using the returned battery. The pdm was allowed to charge using the returned battery and powered on with no issues. Inspection of the log files show no signs of the device overheating. The log files show the device was operating within the temperature specifications. The device was allowed to charge during investigation and was not observed to heat up. Inspection of the log files found signs of power sensitivity issues as the battery level was observed to decrease much quicker than expected. The battery level was observed to decrease from 75% to 3% in approximately 80 minutes. No damages or defects were observed to the battery or to the battery compartment. Investigation confirms the battery was unable to hold charge for 48 hours per the design specifications and therefore no further battery life testing is required. The exact cause of the battery not holding charge could not be conclusively determined.